Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: medical device: unknown articular surface provisional catalog # unknown lot # unknown. Multiple MDR: 0001822565-2020-04210. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the initial procedure, the device was implanted and the surgeon felt that the posterior lip of the bearing was larger than the trial. Upon implanting the bearing prosthesis, the posterior cruciate ligament ruptured. Another device was used to complete the surgery. Attempt for further information has been made, but no further information has been provided.